Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7074437.

Event description:
It was reported that the patient experienced undesired sensations. All components were explanted and discarded per hospital policy.